Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, when turned on, the pump was alarming with the screen blank. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the top case was cracked/chipped by the front left bottom corner, the battery door was cracked, and the bottom case was cracked by the l-bracket pole clamp. The plunger case flippers are stuck when actuated and visible contamination was found. Error codes could not be retrieved from the ehl (event history log) due to a constant alarm with no display. The customer reported issue was duplicated as the device powered up with a constant alarm with no display, the pump failed to update after successfully downloading the package. Root cause of the reported event is unknown and could not be determined however, the customer could not execute the download procedure correctly due to incorrect directions published the technical service manual. Uploaded software from the base unit via interconnect board to the head unit by performing power point process. Re-programmed firmware software to version v1.6.4. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information received on 29august2022 via email and attached to complaint object: occurred during pre-test. No patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 24-sep-2012.